Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. On the same day as onset, the patient was diagnosed with peritonitis. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with amikacin, injection, 125 mg, once a day (route not reported) and vancomycin, injection, 1 gram, every 3rd day, intraperitoneally. At the time of this report, the patient¿s outcome was unknown. It was not reported if dianeal and extraneal therapies were ongoing. No additional information is available.